Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device analysis: visual analysis of the photographs identified. Device patch with lot (or catalog) number: it is not possible to see the batch number and catalog of the device due to the quality of the photos opening (posterior side) red biological tissue. Patient year of birth (B)(6).

Event description:
Healthcare professional reported rupture diagnosed by MRI. The device has been explanted. This record relates to the left side.